Event description:
Resident was being positioned after an incontinent episode. Two stnas, one taking her upper body and one taking her lower torso attempted to position resident when one noticed resident was holding onto bedrail. When the stna removed the resident's hand from the bedrail she noticed the resident's rt index finger was bleeding. Resident's hand was over a metal piece on the bedrail of a rough surface where the two pipes overlap.